Manufacturer narrative:
H3. The system was serviced in the field, and the router was replaced. The system was then working properly. Hardware analysis of 9735994 (lot #1708334591500248) determined that there were no issues with legacy checkpoint. Wan, dmz, and all 8 ethernet ports functioned normally without failure. Hardware analysis of 9735994 (lot #(B)(6)) determined that checkpoint had full functionality on all ports and dmz. Wan light d isplayed amber but internet was unable to connect and had a red light. Factory reset and reconfiguration corrected the issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6), product ID: 9735994, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that during a case the imaging system and navigation system would not communicate. Checked the imaging system ip settings which were as follows, ip: 10.23.20.110, subnet: 255.255.0.0, and gateway: 10.23.1.1. When the manufacturer representative attempted to check the navigation system network information, the firewall gave a firewall timeout message. Attempted multiple times without receiving information. The internal network tab showed all connections, and the manufacturer representative checked ip in stealth app and it was unavailable. The system was rebooted and waited a few minutes, and there was a firewall timeout error. The most likely / suspected cause of the event was a checkpoint replacement was required. Additional information received reported that the procedure type was spine - tlif l5-s1. No impact to patient outcome. There was a delay in the surgical procedure of 20 minutes.

Manufacturer narrative:
Additional info: section a updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.